Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell of during use event on 20-may-2024. The infusion set had been used for 36 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.